Event description:
Boston scientific crm received information that this received information that this implantable cardioverter defibrillator (ICD) had delivered inappropriate shock as a result of programming re-detection parameters. The patient's arrhythmia accelerated into the ventricular tachycardia (vt) zone which was maintained and then entered into re-detection once the program duration had timed out. Subsequently, no detection enhancements were applied. The resulting inappropriate shocks did not cause an exhaustion of rescue therapy. This device was electrically re-programmed to mitigate this issue. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.